Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: subcomponent geometry has been improved to strengthen the device. Furthermore, all devices manufactured prior to the implementation of this change are being removed from the field as part of a reportable field action. (B)(4). Eval: subcomponent spring clip fracture is reported and observed. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. Dimensional readings and material hardness are conforming to print specs.

Event description:
It is reported that the spring clip has broken.